Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing on the ventricular channel was observed due to suspected ventricular lead noise. All lead measurements were in range. However, therapy has been inhibited due to lead noise in the past according to the alert notifications. Pocket stimulation was performed and no noise was observed. X-ray has been scheduled with the patient. Lead remains implanted.

Event description:
New information notes that the lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 32.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were 10.6-13.5cm from the distal tip. Internal insulation abrasion was noted at 18.1-19.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 18.1-19.0cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing, noise, and loss of capture.

Event description:
New information notes that no capture and insulation damage was also observed on the lead. During the explant, wires sticking out of the lead were noted due to possible externalized conductors.